Event description:
Customer reported the zcore foam product was used on a patient as a veneer graft "in the esthetic zone (teeth #7, 8, 9 and 10). Product was implanted on (B)(6) 2024. The product did not integrate and had to be removed from the patient. The product was removed on (B)(6) 2024. The patient showed "discoloration of the soft tissue" which led to "sodt tissue contraction (stricture) and probably a foreign body reaction." Customer stated the surgery was redone. Additional information was requested, including details surrounding the redone surgery, current patient status, and more details surrounding the purpose of the (B)(6) 2024 visit. No further information was provided.